Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-13129. Reference MFR. Report#: 1627487-2018-13130.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-13129, reference MFR. Report#: 1627487-2018-13130. This report is related to a (B)(6) patient. I was reported the patient experienced ineffective therapy/stimulation loss. In turn, the patient underwent surgical intervention. During the procedure, two of the patient's three leads broke off when the doctor attempted to explant and replace the patient's leads. Portions of the two leads that broke off remain inside the patient. Effective therapy/stimulation was restored post-op.